Event description:
Additional information was received from the consumer on 2019-oct-21. The patient reported they were having "quite a bit of pain" with their sciatic nerve/back and knee. It was indicated the patient had a knee replacement over a year ago and stated that he was not sure if the pain was related to that or not. The pain had been going on for about a month, relative to (B)(6) 2019. The patient was taking "gabapentin and morphine tablet." The patient stated the pain center was using a "30% concentration." When the patient started seeing a new doctor the patient stated they were not "crazy about the 30%" and the doctor dropped the concentration level to 20%. The patient was not sure if that was contributing to the issue. The hcp increased the medication at the last refill to "5.05 something I believe" and stated that he increased it "about 10%" the patient was redirected to follow-up with their healthcare provider. The patient stated they had an appointment scheduled for (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (30 mg/ml) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient was calling because his hcp (healthcare professional) advised him to call to make it known that he would be having an MRI at 11:30 tomorrow. Per the patient, the procedure was due to a problem with his devices or therapy. He had been getting more pain in his sciatic nerve on his left leg. His hcp felt that it may be due to an issue with the pump which was why he ordered the MRI. The pain was more prominent in august and september. He stated that normally he didn¿t complain about pain and explained that usually if he got a little bit more pain, he knew he had been over doing it, so he did a lot less activity, and then usually the pain calmed down, but this time the pain was different. His hcp turned the pump up, but it didn¿t seem to help. He was still in quite a bit of pain. The patient was wondering if his catheter was leaking. When asked the concentration and dose of the morphine in his pump, the patient stated that since (B)(6)2011 the hcp had him at a 30% concentration level. He then stated, "when I first came to him [hcp], it had a concentration rate of 30% of 20.20 mg thing there, and he dropped that down to a 20, but he left it fairly close to the same rate I was getting--I was getting 5 mg total a day. Then when I had this problem the other day, he turned it up to 5.501 mg total per day--that's a 24-hour dose, which was a 10% increase¿. Per the patient, his pump had an "estimated replacement date" of 39 months ((B)(6) 2022). No further complications have been reported as a result of this event.